Manufacturer narrative:
Concomitant medical products: product ID: a810, serial #: unknown, product type: software. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-apr-05, information was received from an healthcare professional (hcp) via a manufacturer representative (rep) regarding an unknown patient receiving an unknown drug via an implantable pump for an unknown indication for use. Information received reported the hcp was unable to program the patient's pump while in the operating room. The environmental, external, or patient factors that may have led or contributed to the issue stated, "in the or: pump has been empty for 2 weeks. Just refilled it and programmed it". Diagnostics/troubleshooting performed stated, "it didn¿t look like the rotors were moving so they gave a small bolus. Every time they do a single bolus, it is not letting the user program". No interventions or actions were taken as the call was disconnected. The resolution of the event was not known. No further information was provided.